Event description:
Customer reported receiving erratic readings on their freestyle freedom blood glucose monitor. Customer reported receiving readings of (19, 147 mg/dl and 73 mg/dl) within 10 mins. All tests were performed on the arm. The results when plotted on a parkes error grid fell into the "c" zone, showing the difference in values to be clinically significant. Customer also reported experiencing symptoms of hypoglycemia, and eating food to counteract her symptoms. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
(B) (4). The customer's product has been requested back for an investigation. A f/u report will be filed once investigation results are available. Note: a blood glucose reading below 20 mg/dl will give a reading of "lo" in the adc meter.